Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure that the initial concern was resolved - able to establish contact with caregiver who stated that the customer passed away. Caregiver stated that customer's blood glucose had been 600mg/dl (fasting/non-fasting status not disclosed). Caregiver did not provide any further information. Note 2: manufacturer contacted caregiver in a follow-up call on (B)(6) 2021 - caregiver stated that customer was a very brittle diabetic and that the doctor gave him 6 months to live a few years ago due to him being "terminal" as all of his organs began failing. Customer was on hospice and passed away in his sleep. Caregiver stated his mother passed as well 6 weeks ago and they were close and expecting him to pass soon after. Caregiver stated she does believe his death was related to him being a terminal diabetic. Caregiver stated she gave the meter to someone else that needs it and no longer has it.

Event description:
Consumer reported complaint for error messages (e-3 and e-5). Caregiver is calling on behalf of the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer and produced e-5 error using true metrix air meter. Caregiver stated customer's glucose runs high around this time and that he had not taken his insulin. The product is stored according to specification in the hallway closet. The test strip lot manufacturer¿s expiration date is 10/31/2022 and test strips were opened a few days prior to the call.

Manufacturer narrative:
Sections with additional information as of 29-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.